Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.25x12mm promus premier stent was not placed where it was intended. The most distal lesion was not treated.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the 2.25x12mm promus premier stent was not placed where it was intended. The most distal lesion was not treated.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as: 2134265-2015-06723. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal and distal obtuse marginal coming off of the circumflex artery. The physician pre dilated the proximal and distal lesion with an unspecified 2.0x12 device in both areas. The physician advanced a 2.25x12mm promus premier to the first lesion with much effort; however, it was unable to cross. The physician pulled the device back into the front of the non-bsc guide, using a non-bsc wire, then brought the system out and it was noted that the proximal end of the stent was slightly ¿dinged or deformed¿, so they set the device aside. A 2.5x15mm apex balloon was used to pre-dilate the area. The balloon was removed. A 2.25x12mm promus premier was advanced through the first lesion using a guidezilla; however the devices were unable to advance to the second lesion. Upon removal of the system, the stent dislodged in the proximal lesion distal from the guidezilla and wire placement was lost. The lesion was re-wired with a different non-bsc wire and caught the stent. A non-bsc balloon was inflated followed by a 2.0x12mm apex balloon and a 2.75x12mm quantum balloon. The stent was removed along with all other devices. It was noted that later in the day the patient was unstable. The patient was brought back to the lab when it was realized the patient had a tamponade. A little perforation was noted distally. It appeared to be a wire perforation. A pericardiocentesis was then performed. The patient status is stable.